Event description:
Same case as MDR# 6000093-2006-02469 and 6000093-2006-02470. It was reported by the patient that eight days following a coronary drug eluting stenting treatment procedure the patient experienced complications and was hospitalized. The consumer called and reported that she had three taxus express2 drug eluting stents implanted. One stent was size 2.5x24mm and the other two stent sizes were unk. The patient reported that eight days later she developed a "fever to 104 degrees and pain in my groin where the stent was placed." The patient was then hospitalized for three days. The patient reported that health care provider told her "it was not an infection but blood had seeped out when the stents were placed." She also reported that she had "low blood pressure" and was placed on "high doses of antibiotics." The fever and low blood pressure resolved. She also reported that a non-boston scientific stent was implanted 9 days before these three taxus express2 stents were implanted. Additional information has been requested.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch 8733631 found that the device met its material, assembly and product specifications at the time of release to distribution.